Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 (resume error, critical error found) alarm occurred on the homechoice device during dwell two of four in peritoneal dialysis. The patient was connected at the time of the alarm. The patient cycled power and received system error 2367. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.